Manufacturer narrative:
Other devices listed in this report: unknown, 14x235 conical stem; unknown, 21+10 cone body; unknown, pca cup; unknown, 32+0 head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the following devices were removed due to infection - 14x235 conical stem, 21+10 cone body, pca cup and pca liner, 32+0 head - revised due to infection.